Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm, due to corroded keypad traces.the device was also received with a cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons were not responding. Customer's blood glucose was 255 mg/dl, which she treated with insulin. The insulin pump had been clipped to the customer's bra and may have been exposed to moisture. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.